Manufacturer narrative:
The customer reported that the cns is not alarming or recording like it should. Nihon kohden technical support (nk ts) provided troubleshooting tips, including restarting the device. After doing so, the nurse said the alarm would sound once, turn off without pressing silence alarm, and never come back when the patient was exceeding set parameters. Nk ts also had the nurse verify that all the alarms were turned on. Nk clinical applications specialist contacted the customer and confirmed that there were no further problems with the cns. The customer said that the device is working properly after the reset and alarming appropriately. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) is not alarming or recording like it should.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their pu-621ra (sn: (B)(6)) was not alarming or recording as it should. The device was restarted and the nurse reported that after the restart, the alarm would sound once, turn off without pressing silence alarm, and never come back when the patient was exceeding set parameters. Service requested: troubleshooting. Service performed: troubleshooting. Customer reported that system was now working properly once the cns was reset. The customer stated that it took a couple of minutes, but the system was now alarming appropriately. Customer was followed up with and they reported that there were no further problems with the cns. Investigation result(s): the root cause of the issue was not able to be identified based off customer provided information and due to being unable to obtain the unit for evaluation/investigation. The cns-6201a service manual, section 5.2, states that the cns should be restarted once every three months, otherwise operation becomes unstable and monitoring may stop. Section 5.2 of the service manual also states that the customer should perform a maintenance check once every six months to ensure that the device is operating as intended and to detect failing/degradation of components. The issue was resolved through resetting the unit, indicating that the customer may not have been performing periodic preventative maintenance. Another possible cause of the issue is incorrectly configured alarm settings. Trending analysis found only two similarly reported issues. The similar issued were resolved through configuring settings. There is no suspected adverse trend and there is no indication of design deficiency. Resetting the device resolved the customer's issue. Investigation of the complaint record has been completed by qa corrected information: g4. Date received by manufacturer: should be 03/02/2018 not 03/29/2018 as listed on MDR initial report

Event description:
The biomedical engineer reported that the central nurse's station (cns) is not alarming or recording like it should.